Event description:
This was a lead management case conducted in the ep lab to remove two leads (mdt 6947 and an unknown). The surgeon began with a 14f glidelight laser sheath. During the case, the mdt 6947 lead fractured. The 14f glidelight lasered through the svc/ra junction. A sternotomy was performed and the injury was repaired. Due to the emergent surgery, the mdt 6947 was abandoned in the patient with the lld inside. Patient was recovering.